Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This will be filed to report to report the clip introducer tip separating in the steerable guide catheter requiring medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The first clip delivery system (cds 00310u147) was advanced to the mitral valve and the clip was deployed successfully with no issues. However, when the cds was removed from the patient anatomy, it was noted that the plastic blue tip (tubing) of the clip introducer had separated and remained inside the steerable guide catheter (sgc). A hemostat was used to retrieve the separated portion from inside the sgc successfully. A second cds (00219u120) was advanced to further mr and when crossing the valve and grasping was performed, the anterior gripper got stuck with the anterior leaflet. Troubleshooting was performed but was unsuccessful, but a satisfactory grasp was achieved, and the clip was deployed successfully, reducing mr to 1. There was no issue with grasping. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The reported material separation of the clip introducer was confirmed via returned device analysis. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances as a hemostat was used to retrieve the separated portion of the clip introducer from the steerable guide catheter (sgc). The returned device analysis also observed bond failure from the clip introducer housing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. The clip introducer was submitted for scanning electron microscope (sem) analysis to perform failure analysis on the broken clip introducer bond. The sem analysis concluded that there was no evidence of adhesion between the tubing and the clip introducer block surface. Based on the information reviewed, a potential product issue was identified due to the observed loss of or failure to bond (clip introducer) which resulted in the reported material separation (clip introducer). The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.